Event description:
The user facility reported that their endogator hybrid irrigation tubing unclamped during clean up between cases causing water to leak out onto the floor. An employee slipped and fell on the water and obtained a bruise. No medical treatment was sought or administered, and the employee continued working.

Manufacturer narrative:
An in-depth investigation was conducted and determined that the cause of the tubing not staying clamped was attributed to the tip (point) of the clip. The tip is seated within the "teeth" of the clip to keep the clip engaged/closed. As the tip was not sharp/pointy enough, this allowed the tip to detach from the teeth resulting in the reported issue.

Manufacturer narrative:
The device subject of the event was not returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities were noted. As the device is not available for evaluation, a root cause of the reported event cannot be determined. Steris performed in-service training on the proper use and operation of the endogator hybrid irrigation tubing. Steris will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported.

Event description:
The user facility reported that their endogator hybrid irrigation tubing unclamped causing water to leak out onto the floor. An employee slipped and fell on the water and obtained a bruise. No medical treatment was sought or administered.